Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023 under general anesthesia. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on november 23, 2023.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on february 13, 2024.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on september 05, 2023.